Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a "door open alert" that occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d9: device avail. For eval? Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing ,door open alert was not reproduced due to insert slide clamp alarm. A review of the history log revealed "shut door - power off" messages . A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the hooks out of adjustment. The hooks requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.